Event description:
On 02/22/2024, rhythmlink device rlsp310, lot r0000005918 was used during a procedure and somatosensory evoked potential disappeared in all channels in the right lower extremity. Upon removal it was noticed immediately that the needle was missing from the white leadwire and it was later confirmed with xray that the needle remained in the patient.